Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the scope failed the air/water leak test from the following: a scratch/cut on the distal end, perforation on the insertion tube, deformation to the scope cover, and perforation to the bending section cover. Additionally, it was identified that the coating of the insertion tube was peeling off. The insertion tube is also deformed/crumpled. The insulation resistance is out of standard specifications due to scratch of distal end cover and damage to the insertion tube, the angulation up/down is below standard specification due to worn angle wires, there is a crease at the screen due to damage of ccd (charged coupled device) unit, the light guide lens is broken and there is corrosion at the electrical connector due to leakage. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (okr) was informed that the customer evis lucera broncho-videoscope was returned for service/repair for a reported ¿liquid leaks at the channel¿ during preparation for use. However, upon inspecting and testing, the service evaluation identified the coating of the insertion tube was peeling off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, chemical stress, storage environment, and so on. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·operation manual preparation and inspection: inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "important information please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual: general policy: precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.